Event description:
It was reported that a device was used during a laparoscopic nissen. The device released before penetrating the abdomen. Another device was used to complete the case. There was no consequence to the patient.